Event description:
It was reported that a revision surgery will be performed ((B)(6) 2014) due to fracture of the implant.

Manufacturer narrative:
.

Manufacturer narrative:
The associated devices were returned for evaluation. The stem fractured approximately 100 mm distally from the center of the taper face. Microscopic examination of the fracture surface revealed signs of fatigue striations indicating that the fracture mode was fatigue. The proximal portion of the stem had signs of burnishing which suggests loosening and/or lack of support for the proximal portion of the stem or may have been due to contact with an instrument during removal. The distal portion of the stem had regions of bone attachment which suggests the distal region of the stem was well fixed to host bone. The taper regions of the stem and the femoral head exhibited signs of corrosion debris and fretting as well as damage due to removal of the head from the stem. The likely cause of the fracture was a lack of proximal support. This would subject the stem to fatigue loads at a more distal location on the stem. The stem may have been well-fixed distally as evidenced by the bone on-growth on the distal portion of the stem. It should be noted that the patient had previously been revised due to loosening of the device as a result of lack of bone support. A review of manufacturing records did not reveal any material or manufacturing deviations that could have contributed to this issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.